Event description:
The hospital reported that during an endoscopic vein harvesting procedure, distal insufflation failed. A replacement device was used. No patient complication was reported by the hospital.

Manufacturer narrative:
Investigation details: several test were performed, and it is concluded that the device meets performance specifications for cannula leak rate and distal insufflation rate specifications. The complaint is not confirmed. A lhr review cannot be performed because the lot number was not provided by the hospital.